Event description:
As reported, a physician states a 6/7f mynx control vascular closure (vcd) failed as it was oozing from the track. There was no reported patient injury. The device was used in a peripheral interventional procedure using a retrograde approach. The user was certified with the use of the mynx vcd. The device was used with a non-cordis 6f sheath. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vcd was used in the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was the common femoral artery. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. Manual compression was held to obtain hemostasis. Pulsatile bleeding of the puncture site was immediately noted upon removal of the advancer tube. The sealant was deployed to the proper location. Heparin was used during the procedure. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a physician states a 6/7f mynx control vascular closure (vcd) failed as it was oozing from the track. There was no reported patient injury. The device was used in a peripheral interventional procedure using a retrograde approach. The user was certified with the use of the mynx vcd. The device was used with a non-cordis 6f sheath. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vcd was used in the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was the common femoral artery. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. Manual compression was held to obtain hemostasis. Pulsatile bleeding of the puncture site was immediately noted upon removal of the advancer tube. The sealant was deployed to the proper location. Heparin was used during the procedure. A non-sterile mynxgrip vascular closure device 6/7f involved in the reported complaint was returned for investigation. Per visual analysis, the device showed that the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The advancer tube was returned separately with the device. The sealant was not returned. The device was returned in the condition of a complete removal of the device. The device was inspected for anomalies which may have contributed to the reported incident, and no anomalies were observed. Per functional analysis, the device was deployed properly, and the device was returned without the sealant and advancer tube separate from the device which matched the intended use mynxgrip instructions for use (IFU). Therefore, no functional test was performed on the device. A product history record (phr) review of lot f2207602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Patient factors, pharmacological factors and/or handling factors of the device may have contributed to the reported event. Failing to achieve hemostasis immediately after vascular closure after a catheterization procedure are a common procedural complication and are listed in the product¿s instructions for use (IFU) as such. This event is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a physician states a 6/7f mynx control vascular closure (vcd) failed as it was oozing from the track. There was no reported patient injury. The device was used in a peripheral interventional procedure using a retrograde approach. The user was certified with the use of the mynx vcd. The device was used with a non-cordis 6f sheath. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vcd was used in the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was the common femoral artery. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. Manual compression was held to obtain hemostasis. Pulsatile bleeding of the puncture site was immediately noted upon removal of the advancer tube. The sealant was deployed to the proper location. Heparin was used during the procedure. The device is being returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. A review of the manufacturing documentation associated with lot f2207602 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.